Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
It was reported that while responding to a code, and with the electrodes attached to the patient, the device continued to alarm "connect electrodes". Less than one minute later, a second device was connected to the patient with the same electrodes. The patient was defibrillated and regained pulse. The patient was transported to the hospital and expired later that night.